Event description:
The pt was undergoing a wrist arthroscopy procedure. When the doctor had completed the procedure, he noticed an approximately 4mm circular burn-through in the skin on the back of the wrist. The doctor cut out the burned portion and sutured the skin back together. They believe the burn was not caused by contact of the ablator probe with the linvatec traction tower because the burn would have been square and not round.